Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine replacement of this pacemaker for reported normal battery depletion, this right ventricular (rv) lead was stuck in the device header. The lead was eventually able to be removed, however, the terminal pin pulled apart upon removal. The device was explanted and the lead was surgically abandoned and replaced. No adverse patient effects were reported.